Event description:
A customer reported that the knife would not cut from the tip and had to use more pressure than usual when trying to make the main incision during surgery. The knife was exchanged to complete the procedure with no harm to the pt.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. How or when the blade became damaged cannot be determined. (B)(4).